Event description:
It was reported that the patient's ipg became inoperable after an unrelated procedure. It is unknown if the device was set to surgery mode or not. Troubleshooting was unable to resolve the issue. As a result, the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
An inoperable implant was reported to abbott. It is unknown if the system was set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Additional information received indicates that the patient underwent surgical intervention during which the ipg was explanted and replaced with no complications.